Event description:
The company received a report of four occurrences of cuff leaks during pt use. It was noted that visual inspection of the tubes revealed pinholes in the cuff. The customer reported that one of the incidents occurred on (B)(6)2010 but the additional occurrences were not recorded therefore the incident dates are not available. The customer reported that this report involved one pt. Further information provided by the customer on 07/19/10 stated that the pt had pierced cartilage resulting in the pinholes in the cuff during intubation of the tubes.

Manufacturer narrative:
The customer called and confirmed that the sample will not be made available as it has been discarded. The lot number was provided therefore a lot history review will be performed. If any new or significant information is identified, a summary will be provided in a supplemental report. Information has been added to the database for trending purposes.